Manufacturer narrative:
Upon investigation fuse for hinge operation was determined to have blown resulting in inoperability of hinge mechanism. Unable to confirm cause of fuse blowing, device found to be fully operational upon replacement. Incident is considered to be significantly contributed to by end users health conditions. End user admitted fault in attempting to dismount.

Event description:
End user reported that hinge track did not extend from the lift and lift paused at the hinge juncture, located approximately 4 steps up. User attempted to dismount the stairlift to travel on foot, however upon attempting to step from lift user's condition of 'dead leg syndrome' meant that as they put their foot down, they missed the step. This resulted in the end user falling down, wherein they caught foot their under the track and subsequently against stanchion resulting in a further fall forward and their shoulder colliding with the wall.